Manufacturer narrative:
Date of report: 01jul2019. Date rec¿d by MFR: 06jun2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the ventilator's touchscreen and the problem was resolved. The faulty touchscreen was returned and fi (failure investigation) was performed. Optical inspection of the returned touchscreen revealed yellowing of three corners, trace cracking, suspected inter-layer delamination/bubbling, and minor surface smudging/fingerprints. The touchscreen was installed into a known good fi test ventilator and the pin-to-pin resistances were measured. All of the measured resistances were confirmed to be within specification. All of the buttons on the screen corners and main display area (alarm silence, informational message arrows, ¿?¿ help button, s/t (self test) settings/alarms settings tab toggle) were tested for responsiveness. Certain locations still have touch skew, unresponsive in various regions. The customer¿s reported problem was verified. The root cause was determined to be bubbling and delamination of screen layers around edges, cracking and discoloration of traces. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that upon arrival of the device, a screen dysfunction was observed. There was no patient involvement. The event date was not specified; estimate used.